Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on one female patient (year of birth=1966). The results provided were: sid:(B)(6) initial=740.9 ng/l /repeated due to clinician questioned the initial result=7.4 ng/l /redrawn and repeated=5.0 ng/l the customer uses package insert cutoff for troponin=26.2 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I stat high sensitive troponin-I reagent lot 65184ud00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. The ticket search determined that there is as expected complaint activity for the likely cause lot. Historical performance of the alinity I troponin reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 65184ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one female patient (year of birth=1966). The results provided were: sid (B)(6) initial=740.9 ng/l /repeated due to clinician questioned the initial result=7.4 ng/l /redrawn and repeated=5.0 ng/l. The customer uses package insert cutoff for troponin=26.2 ng/l. There was no reported impact to patient management.